Event description:
It was reported that the user experienced a connectivity issue in which the dexcom g7 sensor was not connecting to the ilet, consistent with a device communication or pairing malfunction of the cgm interface. Symptoms included no reported clinical effects, and blood glucose was reportedly unaffected. Outcomes included no interruption to therapy and no medical intervention or hospitalization. Investigation included customer service troubleshooting and device-use review. Investigation of this case revealed that the sensor began pairing after the user toggled the cgm selection from g7 to g6 and back, reentered the sensor code, and restarted the sensor, indicating a transient pairing fault resolved by reconfiguration. It was concluded that the event was due to a temporary communication failure between the cgm and the ilet that resolved with standard troubleshooting, with the device functioning as intended after reset.